Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested 01/21/2011, 02/08/2011 and 02/15/2011 by fax, phone and mail. Additional information was received via email. A completed questionnaire was received on 02/15/2011. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The patient has a history of photorefractive keratectomy (prk) for high myopia and corneal scarring. The patient has also developed chronic cystoid macular edema (cme). In a follow-up, the surgeon reports the event continues. In his opinion, the device did not cause/contribute to the event. The surgeon reports the iol needs to be exchanged and that the event will resolve following the exchange.